Event description:
Technical services received a call on (B)(6) 12. Patient presented to (B)(6) after getting multiple shocks. Caller came to ER and dr. (B)(6) had a magnet over the device to stop device from shocking. When caller interrogated device she noted, noise on v egm and so much that device inhibiting all pacing. Caller turned off tachy therapy. And testing showed >2000 ohms for rv lead and so much noise, that could not do a threshold test with the rv lead. Counters showed patient received about 50 shocks and lots of atp. Caller spoke with dr. (B)(6) and they admitted the patient, and are keeping the tachy mode off, programmed patient to air. They will schedule the patient for lead revision, but caller does not know when that is scheduled for. No additional information is available at this time. Lead was implanted on (B)(6) 2005. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).